Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant a lead integrity alert (lia) was triggered with lead impedance warnings for all leads. It was determined that the lia was triggered because the patient alerts and lia were pre-programmed before implant. The device is still in use. No patient complications have been reported as a result of this event.